Manufacturer narrative:
Resubmission of initial report due to report code error. The original initial report was submitted on 08/23/2016 as MFR report #2240869-2016-41474. The investigation showed that the reported issue occurred due to the user not performing a reset of the control console prior to the resumption of the treatment as described in the user manual. As a consequence the control console received data of the next beam with the originally planned table positions without applied table shifts. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it reaches its target position. Thus, the user is able to recognize unintended table movements in advance. Emergency stop buttons are available on the machine to stop treatment and all system movement. This report was submitted august 22, 2016. (B)(6).

Event description:
Siemens was notified about unintended sporadic movement of the patient table on the oncor expression system. The treatment was interrupted with an error message "radiation terminated, call service". There are no injuries related to this incident. This event occurred in (B)(6).